Manufacturer narrative:
Visual inspection of the returned device found loose screws and a damaged clamp tube. Functional evaluation found the device performed as intended, however, there was slight difficulty loading the needle due to deformation at the distal end of the clamp tube. The complaint was verified and the root cause was more than likely associated with normal wear and tear. The speedstitch device is a reusable device therefore subjected to expected normal wear and tear. Another potential factor unrelated to the manufacture or design of the device which could have contributed to the reported event is excessive force applied to distal end while loading/unloading the needle. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the needle could only be loaded half way therefore could not be used. The procedure was successfully completed using a competitive device. There have been no reported patient complications.